Manufacturer narrative:
(B)(4). Updated to include timing of patient use relative to the event. Method: the complaint 900iw130f neopuff resuscitator was not returned to fisher & paykel healthcare (B)(4) for evaluation however the faulty manometer was received for evaluation. The manometer was fitted into a known good valve system and tested according to the neopuff technical manual (185041597 rev m). The manometer was also visually inspected. Results: the manometer passed the tests specified in the neopuff technical manual and the needle was observed to rise and fall smoothly. No physical damage that would block/impede movement of the manometer needle was observed when it was dismantled and visually inspected. Conclusion: we were unable to determine the cause of the problem reported by the customer as no fault was found with the returned manometer. It functioned as intended during the performance checks specified in the neopuff technical manual. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" each neopuff is 100% tested on the production line to verify that each unit conforms to critical product specifications.

Event description:
A hospital in (B)(6) reported that the manometer on a 900iw130f neopuff resuscitator was broken and that the needle sometimes blocks during use. They also requested servicing of the device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint 900iw130f neopuff resuscitator was not returned to fisher & paykel healthcare for evaluation however the faulty manometer was received recently. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in in (B)(6) reported that the manometer on a 900iw130f neopuff resuscitator was broken. They also requested servicing of the device. No patient consequence was reported.